Event description:
The patient was hospitalized for elevated blood glucose levels.

Manufacturer narrative:
The pump was returned to animas for eval. Eval demonstrated that the pump was operating within required specs and delivery accuracy.